Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to unknown reasons. No adverse patient effects were reported. Additional information was obtained; the lead had dislodged multiple times hence why it was explanted and replaced.